Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customers blood glucose (bg) level was impacted (347 mg/dl) the customer took a correction bolus to stabilize bg level. The customer added more insulin, finished the load sequence and reloaded the same cartridge prior to calling tandem technical support